Event description:
Patient stated that 1 month had hyperglycemic blood glucose level reading of 536 reading. Patient went to the emergency room for baylor where staff administered insulin to bring her blood glucose level to 236. Patient was released the following day. Patient stated she has given other medications, steroid and iron infusion injections, prior to the event. Patient's pulmonologist had advised her that a side effect of the treatments might result in a hyperglycemic event. Patient stated normal blood glucose level readings ranges from 90 to 150.